Manufacturer narrative:
Patient complaint of return of n/v symptoms and a "pinching" feeling at ipg/pocket. Battery replaced and pocket location moved. Explant analyzed at enterra; no anomalies found. No further action to be taken.

Event description:
Received new submission/ contact request in info email box stating the following "hi. I have had the stimulator for 11 year, changed totally 5 years ago. All my symptoms (nausea, vomiting, constipation) have come back and the impedance levels on the stimulator or running high according to my gi. I also get a pinching feeling where the leads are attached to my stomach and pain around the stop of my stimulators. I would like to know the best next steps to speak with my surgeon about. Thank you! ". Forwarding the email to local therapy consultant (B)(6) to follow up with patient.